Event description:
Philips received a complaint on the v60 ventilator, indicating that the battery failed to charge. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer stated in a good faith effort (gfe) response received on 02apr2024 that they had attempted to charge the battery for one week and the battery did not charge. The customer replaced the battery and returned the v60 ventilator to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.